Manufacturer narrative:
The insulin pump was received with critical pump error open book and pump error 35 was noted in the alarm history due to moisture damage noted on force sensor also, unable to performed displacement, rewind, seating and basic occlusion due to critical pump error. The insulin pump had cracked reservoir tube lip and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a critical error alarm on their insulin pump. The customer's blood glucose level was reported to be 187.2mg/dl. It was reported that the customer was informed the device would be replaced and returned for analysis. No further information provided.